Event description:
Trach placed surgically 10/4/96 due to inability to wean from ventilator. Nurses unable to pass suction cath on 10/8, pt required frequent suctioning. Physician removed trach, unable to insert a replacement. Describes visible "kink" in tube, also visible on cxr. Several attempts to insert new trach, then decision to intubate to preserve respiratory status. Et placed with ease, rt unable to ventilate with manual resus bag. Pt arrested, CPR x 30 min before vital signs resumed, but pt neurologically impaired. Support withdrawn and death declared 10/10/96.